Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08750 inches. No unexpected rewind anomalies noted. Unit suspended and monitored. No unexpected bolus delivery while unit was in suspend mode noted. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker and stained back address serial number label. Unit received with broken belt clip slot.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis as well as hyperglycemia on (B)(6) 2018. The customer blood glucose level was 1000 mg/dl at the time of incident and the current blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin injections. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vomiting, pain everywhere. Customer alleging possible insulin pump was under delivery because they tried new infusion set or reservoirs and site areas. Customer stated that the drive support cap appears normal. Customer stated insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer declined to check bolus wizard settings for accuracy. Customer reports bolus history displays all entries based on their recollection. Customer stated that the insulin pump was squirting when customer hits suspend and then started to rewind. The insulin pump will be returned for analysis.